Event description:
During an in-clinic follow-up, noise resulting in atrial pacing inhibition was observed. Insulation damage was the suspected cause; however, it was not confirmed as no x-ray imaging was performed. No intervention was performed at this time, the patient will be monitored.